Event description:
It was reported that the implantable neurostimulator would no longer hold a charge and there had been no communication with the recharger for over three months. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Programmer: model 37742, serial # (B)(4). Recharger: model 37752, serial #unknown. Lead: model 377775, serial# (B)(4), implanted: 2005 (B)(6), explanted: unknown. Lead: model 377775, serial # (B)(4), implanted: 2005 (B)(6), explanted: unknown.